Event description:
A company representative reported that a patient was revised to address four migrated everest set screws and two migrated denali contoured rods. This report captures the second of four set screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.